Manufacturer narrative:
The pad-pak was first installed on march 2011 and performed to specification up to the 14th december 2014. During this time the device records two occasions in which the temperature is recorded below the minimum recommended stand-by temperature. Investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute manual power ups recorded in the history log, therefore it is assumed the customer returned the device in response to the field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.